Event description:
Had pervious mesh placed, unable to retrieve past surgical reports, when she reported to our office was found to have anterior and posterior vaginal mesh erosion. She developed pain and desired surgical removal.